Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported readings of: hi, which on the system indicates a result in excess of 600 mg/dl, 476 mg/dl,153 mg/dl,158 mg/dl, 138 mg/dl, 96 mg/dl, 159 mg/dl within 10 minutes. No adverse event reported, meter and strips replaced and requested for return.